Event description:
The info received from the affiliate stated that the luer hub separated from catheter body during the procedure. The target lesion location is unk. There was no damage noted to the packaging prior to opening and the product looked normal when taken from the package. As the physician was attempting to introduce the catheter into the sheath, the hub of the catheter pulled off the end of the shaft. It was noted that there was no mishandling of the product during prep. The product was not used in the pt. Another device was used to successfully complete the procedure. There was no injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.